Event description:
Customer reported that his blood sugar dropped too low with subsequent loss of consciousness. He additionally reported receiving two readings on his fs freedom lite meter, 118 mg/dl and 29 mg/dl (consistent with a loss of consciousness), within ten-minutes of each other. The readings when plotted on a parkes error grid fell into the "b" zone showing the difference in values is not considered clinically significant. He also reportedly received emergency glucose, though it is unclear who administered the glucose. Customer denied third-party medical intervention. Multiple attempts have been made to contact the customer for additional information without success.

Manufacturer narrative:
This is an initial report. The device has been requested back for investigation. A final report will be submitted when the investigation is complete.